Event description:
Procedure: lap chole. According to the reporter: during use, a piece of latch was broken making it unable to snap. There was no bleeding making it unable to snap. There was no bleeding reported in excess of 500cc. The case was not extended by more than 30 minutes. There was no unanticipated tissue loss.

Manufacturer narrative:
(B)(4).